Event description:
It was reported that a novum iq large volume pump was not infusing intravenous fluids (ivf). This was observed during an ivf infusion at 10 ml/hour and a volume to be infused (vtbi) of 480 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d5, f10/h6: component codes, h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue on the event date; the reported infusion parameters were identified in the log. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.